Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: on the third squeeze, the surgeon felt the staple line had failed. A vascular surgeon, general surgeon and thoracic surgeon were called into the room to assist. The surgeon immediately opened the pt's chest, clamped the aorta. Bleeding was stopped and the kidney was removed. Ten units of blood was transfused. The case was extended by more than 1 1/2 hours. As of (B)(4) 2011, the pt was in ICU.